Manufacturer narrative:
The manufacturer's field service representative (fsr) shipped a replacement yellow level sensor to the user facility which was installed by the user facility's clinical representative.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) level sensor was not accurate. As mitigation, the team switched out the yellow level sensor with a spare red level sensor and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.